Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was seen at the hospital after receiving a shock without any exertion. The device was deactivated after the patient was taken by ambulance to the hospital. An external defibrillation was connected as a result. It was believed that the shock was inappropriate and it was noted that the smartpass filter had been deactivated. It was also noted that the patient had devolved a thyroid problem which may have exacerbated the current rhythm problem. Subsequently a revision took place. The patient underwent an ablation, and a new system was no additional adverse patient effects were reported.

Event description:
It was reported that this patient was seen at the hospital after receiving a shock without any exertion. The device was deactivated after the patient was taken by ambulance to the hospital. An external defibrillation was connected as a result. It was believed that the shock was inappropriate and it was noted that the smartpass filter had been deactivated. It was also noted that the patient had devolved a thyroid problem which may have exacerbated the current rhythm problem. Subsequently a revision took place. The patient underwent an ablation, and a new system was implanted. A boston scientific representative was not present at the upgrade/revision procedure thus the status of the return is not known despite efforts to obtain this information. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.